Manufacturer narrative:
The cartridge alarm 19 was confirmed; however, the alleged "melting" on the pump was not confirmed.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Reportedly, the customer stated that the pump appeared to be "melted" where the cartridge snaps onto the pump. Customer's blood glucose level was not impacted.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received.